Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 2.25 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and is within specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of damage. The hypotube shaft found multiple kinks and a break situated at 23.4 cm distal to the distal end of strain relief. This type of damages most likely occurred due to excessive forces that could have been applied on the delivery system. The outer and mid-shaft section and inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a left anterior descending artery. A 2.25 x 24mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.